Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing on some stored electrograms (egm). An atrial lead position check failure was also noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.